Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump's reservoir was leaking and as a result, the customer's blood glucose was 500 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also performed pre-fill reservoir test per (B)(4). And (B)(4).. Found no leakage anomaly during filling.(B)(4).